Event description:
A barostim system was implanted on (B)(6) 2023. Following implantation, the patient developed a scar. Although the scar healed well, the patient was experiencing difficulties shaving around the scar which was causing them to cut themselves. The patient had cosmetic surgery done to address the scar. The surgery was successfully performed on (B)(6) 2024.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, it was reported that the scar healed well. However, the patient was experiencing difficulties shaving around the scar and was it causing them to cut themselves. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).